Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17037. Related manufacturer reference number: 2017865-2020-17039. It was reported that the patient presented to the hospital. Inspection of the implantable cardioverter defibrillator (ICD) incision site revealed that the site was infected. As a result the ICD, right atrial lead, and right ventricular lead were explanted. There was an unknown milky-white substance seen on the leads. The patient was in stable condition.